Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal pain on 13-sep-2017, adenomyosis, parity 4, multi gravida and menorrhagia. Concurrent conditions were listed as abnormal uterine bleeding and pelvic pain. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 682 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 17.578 kg/sqm. [Abdomen scan] on (B)(6) 2017: finding: normal appendix is identified pelvic CT: urinary bladder is not distended, iud is seen in the uterine cavity. Bilateral essure devices are identified. There are mildly prominent veins within the pelvis bilaterally occasionally seen from pelvic congestion. Impression: no prominent acute abnormalities are seen. There are several subcentimeter hepatic cysts, contracted gallbladder, fluid-filled mildly prominent stomach, and moderate stool in the coon [pathology test] on (B)(6) 2017: fallopian tube, right, tubal ligation: complete transection. Uterus, hysterectomy and bilateral salpingectomy: chronic cervicitis. Secretory endometrium. Fallopian tubes with no diagnostic abnormality. Silver metal coil present within bilateral fallopian tubes negative for malignancy. Gross description: right fallopian tube: the non-fimbriated segment of right fallopian tube measures 2.5 cm in length and 0.5 cm in diameter with a smooth pink-tan serosal surface. Sectioning reveals a silver metal coil obstructing the lumen at the proximal end. No other lesions are identified. Left fallopian tube: the fimbriated fallopian tube measures 6 cm in length and 0.7 cm in diameter with a smooth pink-purple serosal surface. Sectioning reveals a silver metal coil obstructing the lumen at the proximal end. No other lesions are identified. [Ultrasound pelvis] on (B)(6) 2012: technique: multiplanar multisequence mr imaging of the abdomen and pelvis was acquired pre-and post-intravenous administration of 10 cc multihance contrast. Findings: the included lower thorax is unremarkable the uterus is present and within normal limits. Irritability foci along the expected course of the fallopian tubes likely represent essure device. The cervix and vagina are normal. The ovaries have an unremarkable mr appearance. Both ovaries contain simple appearing physiologic follicles. Impression no acute intra-abdominal or pelvic processes. 3 millimetric simple hepatic cysts/nemangiomas. No evidence for hemorrhagic cysts within the kidneys are ovary is. The ovaries contain physiologic follicles bilaterally. Biliary sludge. Other incidental findings, as above [ultrasound scan vagina] on (B)(6) 2017: mildly enlarged uterus with dilated veins, consistent with pelvic congestion syndrome impression: adenomyosis, pelvic congestion syndrome quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,patient information,medical history,lab data,indication,drug removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.